Manufacturer narrative:
Additional information received that the reason for revision was recurrent incontinence after previous implant. The diagnostic cystoscopy revealed too large of a cuff size so a correction on the cuff size was performed. The patient outcome was reported to be stable.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.